Manufacturer narrative:
As of today the lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this lead dislodged one day post implant. The lead was successfully repositioned without incident.